Event description:
An end user has called to report bolts are coming loose on product. End user resides in assisted living home. Unable to read label on product to give lot number but does remember where relative purchased rollator from. No injury. Additonal information has been requested, however, no further information has been received.

Event description:
An end user has called to report bolts are coming loose on product. End user resides in assisted living home. Unable to read label on product to give lot number but does remember where relative purchased rollator from. No injury. Additional information has been requested, however, no further information has been received.

Manufacturer narrative:
(B)(4).